Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned package confirms the reported allegation. No processing/packaging error by depuy was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the cover of the sterile package was not possible to remove properly. Customer is having concerns about sterility of product if it will be taken out of the package. Another product was available and used without issues. No surgery delay.